Event description:
Patient reported for left side "hardening, pain, capsular contracture baker grade IV", "breast increase", "redness", "seroma late", "fine needle aspiration puncture", "prominent folds in left breast". Healthcare professional reported "hyperemia", "a large amount of purulent and "illegible" fluid, with foci of necrosis and involvement of the "illegible" tissue. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total capsulectomy, regression of the compromised tissue, antibiotic (cipro), punch.

Manufacturer narrative:
Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength result was acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30013242 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2020 through (B)(6)2022 was noted 1 outlier ((B)(6)2021). An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that one sterilizer was involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported for left side "hardening, pain, capsular contracture baker grade IV", "breast increase", "redness", "seroma late", "fine needle aspiration puncture", "prominent folds in left breast". Healthcare professional reported "hyperemia", "a large amount of purulent and "illegible" fluid, with foci of necrosis and involvement of the "illegible" tissue. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total capsulectomy, regression of the compromised tissue, antibiotic (cipro), punch. Patient representative reported infection, extensive cellulitis, necrosis.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports and physician's notes, allergan medical safety determined that there is no malignancy. The events of infection and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported infection, extensive cellulitis, necrosis.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, granuloma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma late, lymphoma-alcl-suspected, lot of pain, hyperemia. (B)(6).

Event description:
Patient reported for left side "hardening, pain, capsular contracture baker grade IV", "breast increase", "redness", "seroma late", "fine needle aspiration puncture", "prominent folds in left breast". Healthcare professional reported "hyperemia", "a large amount of purulent and "illegible" fluid, with foci of necrosis and involvement of the "illegible" tissue. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total capsulectomy, regression of the compromised tissue, antibiotic (cipro), punch.